Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a big tear in the balloon. Patient uses syringe suby g. There was no reported patient injury.

Manufacturer narrative:
Qn#(B)(4). The batch card(s} for the complaint lot(s} was reviewed and all passed qa inspection. 2 representative samples were returned for investigation. Based on the reported failure, there is a big tear in the balloon. Investigation was performed on the representative sample by inflating the balloons. After 20 minutes, the sample could stay inflated with no issues. The catheter was also observed to have no issue during deflation. Leak balloon could happen due to several reasons. However, in the absence of actual sample, further investigation could not be conducted and therefore , complaint is not confirmed.

Event description:
It was reported that there was a big tear in the balloon. Patient uses syringe suby g. There was no reported patient injury.